Manufacturer narrative:
D3 - MFR establishment name, manufacturing plant city: corrected. H3 and h6 codes - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed a "high pressure" alarm multiple time. No discrepancies related to the complaint were found during visual inspection. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was anomaly in the component (downstream occlusion (dso) sensor). The dso sensor was replaced to correct the reported issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that bubble sensor errors occurred frequently. The event occurred while patient use. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.